Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that a right ventricle leadless pacemaker (rvlp) was unable to be interrogated. No changes or interventions were reported. Patient condition was not known.